Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. The downstream occlusion seal was replaced. The event history log was reviewed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a detached downstream occlusion seal. The event occurred during testing.